Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Complaint trending of the odor/smells issue was reviewed from january 2017 to july 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump were not available for return and functional analysis. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic converter, oil mist filter and vacuum pump were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Initial reporter phone # (B)(6). (B)(4).

Event description:
A customer reported an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.